Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.(B)(4).

Event description:
It was reported during the implant attempt that the patient's left ventricular (lv) lead would not advance in the target branch. The lead was removed and not replaced. No patient complications have been reported as a result of this event.